Event description:
It was reported that while placing the bravo ph monitor the capsule would not deploy from the delivery sys. The capsule fell off of the delivery sys once it was removed from the pt. No serious injury to the pt was reported.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. The root cause of the failure could not be determined. The device was returned with the capsule separate from the delivery sys. The capsule trocar needle had only partially advanced and no blood or tissue was present. The plunger had been fully depressed and retracted. The device is included in the bravo ph capsule and delivery sys 9012b1011 (5-pack) and 9012b1001 (single-pack) field action - failure to detach, physician communication (03-dec-2007).